Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had no symptom control. The implantable neurostimulator (ins) kept going off all by itself. During the call, they were able to sync with patient programmer and the ins was off. They turned ins back on and patient kept it at 1.4v

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.